Manufacturer narrative:
Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed. This malfunction was determined to be reportable as this same malfunction has previously contributed to a serious injury within the last two years. Reference MDR 2112667-2013-00005.

Event description:
During a preoperative checkpoint of the anesthesia machine, the hospital reportedly noted the machine was leaking and tidal volume was lower than expected. There was no report of pt involvement.